Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery alarms, motor error alarm and screen was difficult to read. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump had depleted battery life and has rejected new batteries. The customer declined to transfer to helpline. The insulin pump will not be returned for analysis.